Event description:
On (B)(6) 2012, pt reported experiencing concerns with bent infusion set cannulas. Pt stated, the bent cannulas cause him to have elevated blood glucose concerns. Pt reported, he changed his infusion site and infusion set tubing 4 times within a six hour period. Pt stated, there was no blood in the tubing or leaks in the system. Pt is not sure when the infusion adapter was changed. Advised pt to change the adapter with every 10th insulin cartridge change. Pt reported, his blood glucose was elevated at the beginning of the week with a reading of 411 mg/dl. Pt stated, he felt pain in his chest, and attempted to bolus to bring it down but went to the hospital when his blood glucose readings didn't go down. Pt's target blood glucose range is around 120 mg/dl. Pt reported, the last few infusion set cannulas he removed were bent. Pt uses the insertion assist device to insert the infusion sets. Pt stated, when he arrived at the hospital on (B)(6) 2012, the doctors took him off of pump therapy and administered a stress test, enzyme test and a blood test. Pt reported, he was released the next day when his blood glucose level returned back to normal. Pt stated, his blood glucose level is currently at 127 mg/dl during the call. Pt discarded the alleged infusion sets. Replacement infusion sets were sent; no product return was requested.